Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that drawer had failed. A field service engineer (fse) performed the test, and the drawer initially failed. After the drawer was pushed in, it passed. Drawer 2.2 showed slightly more resistance than 2.1, but no significant issues were found. The rail screws were slightly loosened for smoother movement. The drawer completed multiple tests in the hardware test application, and the customer also completed several successful tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, issue occurred on multiple devices at msw. The 2.2 drawer failed, and when recovered, it did not click or unlock. As a result, the machine assumed the drawer was unlocked when it was not. It prompted the user to complete inventory steps to recover the space, and the user had to push the drawer in at the end for the machine to register that the drawer was closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.